Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, customer noted that the radiopaque markers did not maintain their integrity. There was no patient harm or adverse event reported.

Manufacturer narrative:
Updated fields: b4; g3; g6; h2; h11. Corrected fields: b5; d4 UDI number; d9; g1; h3; g7; h6 health effect-clinical code, health effect ¿ impact codes.

Event description:
It was reported that during intra-aortic balloon (iab) therapy, customer noted that the radiopaque markers did not maintain their integrity.

Event description:
N/a.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint # (B)(4).